Event description:
It was reported that the stopper in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube popped off while switching to another tube, causing a loss of the specimen and requiring the patient to be redrawn. The following information was provided by the initial reporter: "the lid of a blue top vacutainer came off while switching between tubes of blood. Specimen was lost and required the patient to be redrawn. What is the date of event? (B)(6) 2019. What is the quantity affected? 1 . Was there exposure to blood/bodily fluid? If yes, was there medical intervention? If yes, provide the details. There was exposure, however, it did not require a medical intervention."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd vacutainer® buffered sodium citrate (9nc) blood collection tube popped off while switching to another tube, causing a loss of the specimen and requiring the patient to be redrawn. The following information was provided by the initial reporter: "the lid of a blue top vacutainer came off while switching between tubes of blood. Specimen was lost and required the patient to be redrawn. What is the date of event? On (B)(6) 2019. What is the quantity affected? 1. Was there exposure to blood/bodily fluid? If yes, was there medical intervention? If yes, provide the details. There was exposure, however, it did not require a medical intervention."